Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high sodium (na) and chloride (cl) results generated by synchron lx 20 pro clinical system for one patient sample. The results were reported out of the laboratory. The system was recalibrated and the samples with high sodium and chloride results were repeated. The repeat results were lower. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run. Qc was within the established ranges prior to the event. Immediately after the event, qc was out of range high (> 2sd). The customer cleaned the flow cell and rebooted the analyzer, which apparently resolved the problem. As of (B)(4) 2010, there were no further calls to hotline for the problem. A definitive root cause has not been determined for this event.